Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported insulin pump had buttons are not responsive. Customer's blood glucose level was unknown. The customer reported that the change out the battery more than once every 7 days. The clip did not hold anymore. The insulin pump will not be returned for analysis.